Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported via phone call, the insulin pump wouldn't turn back on after three battery changes. Customer's blood glucose was unknown. Customer also reported the device had a crack on the right hand of the screen. She wasn't sure how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.